Event description:
It was reported that the patient presented for a device checkup. Upon device interrogation, the implantable cardioverter defibrillator was found in backup mode due to magnetic resonance imaging (MRI) exposure. High voltage therapies were disabled as a result. The device was restored successfully. There were no patient consequences.